Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device was no longer satisfactory. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, damage to the active electrode caused by excessive mechanical stress is assumed. However, due to the device's received status an exact location for the suspected wire fractures could not be located. The observed mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device was no longer satisfactory. The recipient was re-implanted.